Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when attempting to power on their device, it would not complete the boot-up process. As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the system controller pcb assembly and completed other unrelated repairs. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed system controller pcb assembly and was able to duplicate the reported issue. It was determined that the system controller pcb assembly caused the device to not complete the boot-up process; however further cause could not be determined.

Event description:
The customer contacted physio-control to report that when attempting to power on their device, it would not complete the boot-up process. As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported issue.

Manufacturer narrative:
Field d4 model # of the initial MDR indicates ¿ blank field d4 model # of the initial MDR should have indicated ¿ 20 field d4 other # of the initial MDR indicates ¿ 20 field d4 other # of the initial MDR should have indicated¿ blank.

Event description:
The customer contacted physio-control to report that when attempting to power on their device, it would not complete the boot-up process. As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported issue.